Event description:
The advocate stated his son received a blood glucose reading of 20mg/dl from the contour usb meter, re-tested on a different meter and received a reading over 100mg/dl. Depending on the actual reading on the non-bayer meter, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the advocate declined to troubleshoot further and requested a new meter. Test strip information was not provided.